Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reports that the uvc was much more difficult than normal to remove, it was too tight. The customer reports that when the clinician went to take it out, the catheter broke.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.